Event description:
On 10/23/98, device #1 and device #2 implanted. When circulation was restored through device #1 it began to leak. Physician noted device #1 was fractured with multiple perforations. It took approximately one additional hour of surgical time to control the bleeding with approximately 10 perforations sutured.